Event description:
A patient underwent an atrial fibrillation (af) ablation procedure with a thermocool smarttouch sf catheter and the patient experienced speech problems, weakness of left arm, and suspected stroke. Magnetic resonance imaging (MRI) did not show lesions. It was reported that following af ablation with a thermocool smarttouch sf catheter and on awakening, the patient had speech problem and weakness of the left arm. Suspected stroke. Brain MRI does not show lesions. There were no probe errors during the ablation procedure. Additional information received indicated the physician¿s opinion on the cause of this adverse event was that the activated clotting time (act) device malfunctioned. The kind of intervention provided was persistent afib. The outcome of the adverse event was reported to be fully recovered (no residual effects). The MRI showed no brain lesions, and the type of neurological issue was observed was symptomatic. The patient required extended hospitalization because of incoherence of speech and weakness of the arm. The patient did not have a previous history of stroke. The patient¿s symptoms are resolved. No act reported before procedure, and act was performed during the procedure. The sheath and the catheters were exchanged 2 times. One transseptal puncture site was performed during the procedure. The number of rf ablations performed were 90 within the pulmonary veins. No ablation was performed outside the pulmonary veins. No evidence of char or blood thrombus/clot during the procedure. No issues with flow rate change at the start of ablation. No observations such as intracardiac excessive microbubbles observed via ultrasound, excessive impedance errors noted during the case. The patient¿s rhythm during ablation was sinus rhythm. The type of electrophysiology procedure being performed was new procedure for persistent afib (psaf). Pre-ablation thrombus check was performed. The patient did not have any anatomical abnormalities. Stacking occurred for this procedure.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).